Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide device was deployed successfully; however, the sutures did not capture the vessel and came out with the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the tavi procedure was completed. Reportedly a suture break occurred with the two proglide devices when attempting to advance the knot. The sutures of two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.